Manufacturer narrative:
Evaluation narrative - examination was not possible, as the device will not be returned. Without the return of the device in question a root cause for this incident cannot be determined. A review of the device history records and quality records associated with this manufactured lot confirmed that no additional complaints have been filed and that no abnormalities were reported with this product during manufacture. No further investigation is warranted at this time. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an unknown procedure that the device was used, but the result was unsatisfactory and the meniscus was cut. One implant was left behind. A backup device was available.